Event description:
It was reported that the device migrated within the patient. It was also reported that when the patient has "coughing fits" the device may protrude from the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).